Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the visual findings on the pictures received for this complaint. The embolic coil was noted as being stretched, meeting regulatory reporting criteria. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Based on the visual analysis of the photos provided for this complaint, it can be determined that the embolic coil of the galaxy g3 mini 2mm x 6cm has a stretched condition. No other damages could be noted. Some residues of dry blood could be noted on the device. A manufacturing record evaluation was performed for the finished device l14602 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿coil- impeded-in introducer¿ could not be evaluated based on the pictures, however the stretched condition noted on the coil may contribute to this condition, further investigation will be performed once the device returns for analysis. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an emergent coil embolization at the arteria communicans anterior artery (a-com), a 2mm x 6cm galaxy g3 mini coil (glm920060, l14602) was used as the fifth coil. However, the wire was not able to advance further after the complaint coil was attempted to be delivered as the distal end of the sheath introducer was pressed against the hub of the microcatheter (sl10, stryker). The physician felt as if the coil got stuck on the sheath. It was replaced with another same sized coil and the procedure was completed. The procedure was completed with seven coils. No excessive force was applied to the device. No additional information is available. Based on the visual analysis of the preliminary pictures received, the embolic coil of the galaxy g3 mini 2mm x 6cm has a stretched condition.

Manufacturer narrative:
Product complaint #: (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during an emergent coil embolization at the arteria communicans anterior artery (a-com), a 2mm x 6cm galaxy g3 mini coil (glm920060, l14602) was used as the fifth coil. However, the wire was not able to advance further after the complaint coil was attempted to be delivered as the distal end of the sheath introducer was pressed against the hub of the microcatheter (sl10, stryker). The physician felt as if the coil got stuck on the sheath. It was replaced with another same sized coil and the procedure was completed. The procedure was completed with seven coils. No excessive force was applied to the device. No additional information is available. Based on the visual analysis of the photos provided for this complaint, it can be determined that the embolic coil of the galaxy g3 mini 2mm x 6cm has a stretched condition. No other damages could be noted. Some residues of dry blood could be noted on the device. A manufacturing record evaluation (mre) was performed for the finished device l14602 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile unit galaxy g3 mini 2mm x 6cm was received at cerenovus inside of a pouch for evaluation. The device was visually inspected, and it was found in good normal conditions, no damages or anomalies were observed on the device during the visual analysis. The evice was inspected under a microscope and it was found that the embolic coil is stuck inside the introducer with a damage condition. The functional test could not be performed since the embolic coil is stuck inside the introducer with a damage condition. Cerenovus conducted a visual and microscopic inspection. The functional test of the device could not be performed due to the conditions in which the device was returned for evaluation. Based on the e visual analysis of the galaxy g3 mini 2mm x 6cm no damages or anomalies were observed on the device. During the microscopic inspection it was observed the embolic coil is stuck inside the introducer with a damage condition. Due this condition the functional test could not be performed and the customer complaint regarding ¿coil - impeded-in introducer¿ was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Impeded in introducer is a known potential issue associated with the use of the device. It should be noted that product failure is multifactorial. The instructions for use (IFU) do contain the following cautions: ¿ never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. Refer to coil retrieval. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Refer to coil retrieval. ¿ the detachable coils are delicate and must be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system showing signs of damage. Failure to open the second rhv sufficiently prior to slow and careful removal of the delivery tube from the patient could result in damage to the distal portion of the delivery tube. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.